Manufacturer narrative:
G4: 07oct2019. B4: 07oct2019. The manufacturer¿s technical services (ts) could not confirm the reported issue. The customer states no support is needed. The customer could not duplicate the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit shut down. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported unit shut down. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.